Manufacturer narrative:
(B)(4) (importer) is submitting this report on behalf of b. Braun surgical s.a. (Manufacturer). Exemption number: e2014012. Manufacturing site evaluation: samples received: 3 unopened pouches. Analysis and results: there are no previous complaints of this code batch. Manufactured and distributed (B)(4) units of this code batch. There are (B)(4) units in stock. Tightness test to the samples received has been performed and the units are tight. Tested the knot security control of the samples received and the results are into the current range for this thread and size. Degradation test results conducted on the samples received fulfills the OEM requirements. Reviewed the batch manufacturing record, this product had a normal process and the results during the process fulfill the OEM requirements. Remarks: adequate knot security requires the standard surgical technique of flat and square ties with additional throws as indicated by surgical circumstances and the experience of the surgeon. Final conclusion: complaint is not justified. Results of the samples received fulfills the OEM requirements. Note is taken of this incident in order to assess if new or additional actions are needed. Corrective/preventive actions: according to our internal procedures, there is no need to establish corrective or preventive actions. Nevertheless, this complaint is recorded for trending analysis to assess if actions are needed in the future.

Event description:
Country of complaint: spain. It is reported that the knots do not hold and the thread deteriorate too quick.